Event description:
Per medwatch: during outpatient visit, a pin hole was found in a t/l 12 fr hickman line. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huue1665 showed no other similar product complaint(s) from this lot number.